Event description:
I wear the minimed medtronics 530g insulin pump with enlite. On (B)(6) 2014, I went to change my infusion set and noticed the reservoir holding the insulin is leaking. I called and spoke to the medtronics rep at (B)(4) and she said she will send a package to return the reservoirs and a new insulin pump due to the reservoir leaking inside the pump and the smell of insulin in the pump. On (B)(6), I received the new insulin pump and programmed it, ptu a new reservoir (with different lot number). I went to change the infusion set yesterday morning (B)(6) and noticed the reservoir was leaking again. I called medtronics again (at same number above) and spoke to (B)(4). She informed me that they needed to replace the insulin pump again and was flabbergasted they didn't ask for the previous reservoirs. She asked me to return all 30 reservoirs from the same lot number (hg0676k exp 06-2017) and she would replace them along with another new insulin pump. I received the new insulin pump and replacement reservoirs today ((B)(6) 2014). When I went to change out the new pump, infusion set and, I noticed that the reservoir was leaking again. That lot number is h8911385 exp 8-2016. I contacted medtronics today and spoke to (B)(4) again (same extension), she spoke to her supervisor and was told that I needed more training. I don't understand how putting insulin in a reservoir would require further training. The reservoir is leaking from the bottom and not the top where you insert insulin. The bottom has 2 seals that apparently aren't holding the liquid in the vial and resulting in leakage into the pump.